Manufacturer narrative:
The reporter informed the company that the product will not be returned.

Event description:
Consumer called and stated that when he/she was brushing his/her teeth, the head of the toothbrush fell off. No injury was reported.